Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at the third party service center, the device's oxygen sensor was found to be physically damaged. Service required alarm conditions were observed in the device's downloaded event log. The device's system board, oxygen blending module subassembly and oxygen blending module harness were replaced to address the issues.